Event description:
The one touch ultra meter was giving inaccurately low readings. In march 2006, the pt had eaten lunch at 11:00 am, then at 12:00 pm she experienced the symptoms of being tired, shaking, cold, sleepy and vomiting. The pt tested her blood glucose level and obtained the results of 63 mg/dl and 112 mg/dl on the reported meter, within a few minutes of each other. Because of the symptoms, the pt took herself to the hosp, where at 12:30 pm her blood glucose level was tested with a hosp meter to be 145 mg/dl. The physician ordered tea and cookies for the pt due to the hypoglycemic symptoms. The pt felt better after the food, and was discharged from the emergency room. The pt does not take any medications for her diabetes. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with passing results. The cca also determined the pt was incorrectly cleaning the puncture site prior to performing the fingerstick, which can cause inaccurate results. The meter, test strips and control solution were replaced. Shortly after a meal, the pt obtained blood glucose results of 63 mg/dl and 112 mg/dl on the reported meter, yet she was experiencing hypoglycemic symptoms. The pt required emergency medical treatment, therefore this incident is being reported.